Event description:
Patient reported the infusion device is not working anymore. Patient stated the piston rod is not working anymore. Patient reported the piston rod is retracting and gets stuck. Patient also stated the infusion device is leaking insulin. Patient reported the cartridge compartment was humid. Patient stated she tried to dry it every time she changed the cartridge. Patient reported the piston rod of the infusion device is making some noise whenever it is retracting. Patient alleges the infusion device is not able to deliver the small doses of insulin. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.